Event description:
Information was received from a healthcare provider (hcp )via manufacturer representative (rep) regarding a patient who was receiving dilaudid (hydromorphone), 2 mg/ml at 0.1 mg/day via an implantable pump. It was reported that the patient was scheduled for a pocket revision due to increased pump mobility following a pump replacement in (B)(6) 2022. Prior to being taken to the operating room the physician performed a catheter access study and was unable to aspirate any cerebral spinal fluid from the catheter. An environmental factor that maybe have contributed to the issue was the status post pump replacement in (B)(6) 2022; body habitus. The patient had a lot of redundant tissue in the abdomen. As diagnostic before operating, the negative catheter access was studied. As an intervention the patient was taken to the operating room and place in a left lateral position. The physician first started by opening up the existing pump pocket. The hcp dissected down to the pump and the proximal segment. When attempting to remove the pump from the pump pocket, the hcp noted that the proximal segment of the catheter was twisted and tangled in multiple places as a result of the pump repeatedly flipping within the pump pocket. This was the cause of the catheter obstruction. At this time, the physician opted to replace the proximal pump segment. He was given a new 8784 proximal segment revision kit. The new segment was trimmed (40.5 cm) and attached to the existing spinal segment using a collet and then reattached to the pump. Another catheter aspiration was completed with ample return of cerebral spinal fluid (csf). Because the catheter was obstructed for an unknown amount of time, the drug concentration and daily dose were reduced to prevent any symptoms of toxicity/overdose. The initial concentration was dilaudid 15 mg per ml with a simple continuous rate of 3.75 mg per day. The new drug concentration was dilaudid 2 mg per ml with a simple continuous rate of 0.1 mg per day. A back table prime was completed prior to connecting the pump to the new proximal pump segment to remove the old drug concentration from the internal tube. The patients medical history was asked but it is unknown. The patients status at the time of the report was alive-no injury and the issue was resolved.

Manufacturer narrative:
Concomitant medical products : product ID 8780 ; serial# (B)(4); implanted: (B)(6) 2016; explanted: (B)(6) 2023; product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.